Event description:
The customer reported that while the iabp was in use on a patient, the iabp "display too bright and resolution bad, the problem only happened once." The patient was switched to another iabp and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The iabp was replaced under warranty. The subject iabp was evaluated at the manufacturing site. Upon evaluation the following components were replaced: software was upgrade b:01/b:04 and b.01/b.06; coil cable (p/n: 0012-00-1801). As part of refurbishing the unit, the following components were replaced: transport display mount (p/n: 0436-00-0234); line cord (p/n: 0012-00-0866-02); safety disk (p/n: 0202-00-0140). The brightness was readjusted. The display was found to be okay and put back in to stock. (B)(4).